Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('abnormal bleeding') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included left lower quadrant pain, menorrhagia, irregular menstrual cycle, type 2 diabetes mellitus, autonomic neuropathy, autoimmune hepatitis, obesity, hypertension, gerd, asthma, depression, pregnancy, vaginal discharge, urination pain and dysfunctional uterine bleeding. Previously administered products included for an unreported indication: iud and systemic steroids. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), psychological trauma ("psych injury"), urinary tract disorder ("bladder or urinary problems changes") and bladder disorder ("bladder or urinary problems changes"). The patient was treated with surgery (hysteroscopy and novasure endometrial ablation). At the time of the report, the genital haemorrhage, pelvic pain, psychological trauma, urinary tract disorder and bladder disorder outcome was unknown. The reporter considered bladder disorder, genital haemorrhage, pelvic pain, psychological trauma and urinary tract disorder to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2017. Patient received treatment for bleeding, bladder or urinary problems changes left: 5 rings were seen, right: 7 rings ware seen essure insertion findings: iud in the upper endometrium and essure was placed adequately in both cornu diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: essure in adequate position with obstruction of both tubes with no spillage seen. Imaging procedure - on (B)(6) 2016: unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-apr-2021: mr received. Reporter information, medical history, lab data added. Ablation surgery added for event genital bleeding. Case upgraded to serious incident. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('abnormal bleeding') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included left lower quadrant pain, menorrhagia, irregular menstrual cycle, type 2 diabetes mellitus, autonomic neuropathy, autoimmune hepatitis, obesity, hypertension, gerd, asthma, depression, pregnancy, vaginal discharge, urination pain and dysfunctional uterine bleeding. Previously administered products included for an unreported indication: iud and systemic steroids. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), psychological trauma ("psych injury"), urinary tract disorder ("bladder or urinary problems changes") and bladder disorder ("bladder or urinary problems changes"). The patient was treated with surgery (hysteroscopy and novasure endometrial ablation). At the time of the report, the genital haemorrhage, pelvic pain, psychological trauma, urinary tract disorder and bladder disorder outcome was unknown. The reporter considered bladder disorder, genital haemorrhage, pelvic pain, psychological trauma and urinary tract disorder to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2017. Patient received treatment for bleeding, bladder or urinary problems changes left: 5 rings were seen, right: 7 rings ware seen essure insertion findings: iud in the upper endometrium and essure was placed adequately in both cornu diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: essure in adequate position with obstruction of both tubes with no spillage seen. Imaging procedure - on (B)(6) 2016: unknown. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 3-may-2021: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.